Event description:
It was reported that the surgeon requested a Low Flow Software update to the primary and backup System Controllers for right ventricular dysfunction. The Controllers' Low Flow Alarm Threshold (LFAT) were updated to 2.0 LPM. It was later communicated that the event was considered device therapy related. The device operated as expected. The patient was placed on a Right Ventricular Assist Device (RVAD) and continuous renal replacement therapy (CRRT) in the intensive care unit (ICU) in critical state. It was stated that the patient had renal impairment prior to the Left Ventricular Assist Device (LVAD) which then developed to renal failure after the LVAD implant. It was later communicated that the patient passed away on (b)(6)2026 due to end organ dysfunction, left and right ventricular failure, and the patient was placed on comfort care. It was noted that the outcome was not device or therapy related and the device parameters were within normal limits.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:The reported event of Low Flow alarms was confirmed by an onsite Abbott Representative; the account indicated the alarms were due to Right Ventricular dysfunction. A direct correlation between the HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The current revision of the Instructions For Use (IFU) and Patient Handbook can be found on the eIFU page of the Abbott website. The HeartMate 3 LVAS IFU, HeartMate 3 Patient Handbook are currently available. Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including Right Heart Failure and renal dysfunction, that may be associated with the use of the HeartMate 3 Left Ventricular Assist System. This section also provides an explanation of each of the pump parameters, including pump flow.Section 6 of the IFU, ¿Patient Care and Management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and RVAD placement.Section 4 of the IFU, entitled ¿HeartMate Touch Communication System,¿ explains a 10-second delay is imposed between the detection of the Low Flow status and the activation of the associated audio and visual indicators on the System Controller. Changes in patient conditions can result in Low Flow.Section 7 of the IFU, entitled ¿Alarms and Troubleshooting,¿ and Section 5 of the Patient Handbook, entitled ¿Alarms and Troubleshooting,¿ instructs user on how to identify and troubleshoot Low Flow Hazard alarms.The Heartmate 3 LVAS Alarms for Patients and Their Caregivers and Clinicians explain that the Low Flow Hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (LPM).The relevant sections of the device history records for (b)(6) and showed no deviations from manufacturing or quality assurance specifications.No further information was provided. The manufacturer is closing the file on this event.